Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted for treatment of urinary incontinence. After implantation, the patient experienced pain, had trouble urinating and has had to self-catheterize. She has infection and inflammation on an ongoing basis and cannot engage in sexual relations. The patient has sustained permanent, debilitating injuries, and continues to experience problems with incontinence. On or about (B)(6) 2012, the patient underwent extensive surgery to remove the device. Shortly after the procedure the patient was informed by her surgeon that the mesh had wrapped itself around her tissue and nearby internal organs causing extensive damage. The surgery was unsuccessful and she continues to live in extreme pain.

Manufacturer narrative:
(B)(4) -debilitating injuries; dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urgency, discomfort, dyspareunia and nocturia. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.